Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient was transported to a hospital incubated and unresponsive due to cardiac arrest. It was reported that the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information that the patient passed away shortly after the event occurred. A company field representative was contacted and confirmed the death was not related to the device. The patient had a respiratory arrest, which caused multiple organ failure and the patient's subsequent death. The physician confirmed the device was functioning appropriately at the time of death and there were no episodes stored. The device will not be returned to boston scientific.